Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket a5 in the main drawer 2.2 failed to recover. A field service engineer found that a5 cubie was experiencing memory errors, which were traced to spillage found beneath the row board. The row board was replaced, and the repair was tested. The pharmacy technician verified successful operation through the inventory application without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es cubie pocket a5 in the main drawer 2.2 failed to recover. However, there were no delay to patient care and adverse events or injuries reported based on this incident.